Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 999 mg/dl. Troubleshooting was performed, and there were several no delivery alarms in the alarm history. During troubleshooting, the doctor noticed that insulin was leaking from the reservoir. Advised to have the customer change the infusion set. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.